Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant, while the patient was in recovery, electrocardiogram (ECG) indicated a lead malfunction. The patient was immediately taken back to the cath lab for a lead was revision. The lead remains in use. No patient complications have been reported as a result of this event.